Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted five opened (no original packaging present) bulb syringes, all had a cloudy appearance on the syringe barrel(cm1894). The cloudy, white color of the syringe did not rub off on a glove, and appeared to be embedded in the syringe plastic. Based on previous sample evaluations of this product where the barrel was transparent, the cloudy, white coloring was irregular. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. For devices classified as medical devices having commonly known directions, a device shall be exempt from section 502(f)(1) of the act insofar, as adequate directions for common uses thereof are known to the ordinary individual. Product catalog number 0935280 was deemed by appropriate subject matter experts (sme) to be within this definition. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the syringes were received with a cloudy film and were not able to be used. No medical intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the syringes were received with a cloudy film and were not able to be used. No medical intervention was required.